Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11337. It was reported the pt had pocket heating at the ipg site while lying down. It was reported the issue was not specific to charging the ipg. The pt reported she wanted the system removed, and was scheduled for an appointment with the physician. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pt related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall number: 1627487-0726202-002-r; 1627487-07262012-001-c. This ipg serial number was included in the field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.